Event description:
Customer reported to beckman coulter, inc. (Bec) that the probe of the coulter act diff analyzer dripped approximately 1 ml of diluent when trying to sample. Customer reported that diluent leaked onto the tops of the test tubes. Customer reported that patient results were not impacted. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the probe wipe to correct the leak. The fse also performed preventive maintenance.

Manufacturer narrative:
Results: probe wipe. (B)(4).